Event description:
It was reported that there was a lead warning on the right ventricular (rv) lead. Data review indicated both high and low impedances and the lead had switched to unipolar. The chronic lead trend was stable and within normal range. The lead was programmed back to bipolar and when checked was found to be normal. The lead remains in use with more frequent monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: e2dr01aa implantable pulse generator (ipg) (B)(6) 2005; 4076-45 implantable pacing lead (B)(6) 2005. (B)(4).